Event description:
It was reported that the pt experienced a change in tone and spasms in the lower extremities, as well as, and psychiatric issues. It was suspected that pt was not getting full drug. The pump contained baclofen - 500.0 mgc/ml at a dose of 100.05 mcg/day. The pt underwent surgical intervention; a kink/occlusion at the lumbar site had occurred. The pt recovered without sequela.

Manufacturer narrative:
(B) (4).